Manufacturer narrative:
The pump was returned to animas and evaluated. The keypad was found to be intact with no tears or peeling observed. The pump was not responsive to ok button presses. The pump was intermittently responsive to down arrow button presses. The keypad was removed for further investigation. The ok button contact was found to be inverted. Contamination was observed under the down/up/ok button contacts.

Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the up and down arrow buttons required several presses in order for the pump to respond. She alleged that the buttons were sticking. The pt claimed that the keypad was intact. She denied that the device was exposed to water. The pt did not allege any harm or injury because of the reported issue.